Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed no evidence of rebooting. The pump powered on with vibratory and audible sounds. There was no physical damage observed to the battery compartment or the returned battery cap. The returned battery cap fully attaches to the pump until resistance is met and no yellow o ring is visible. Pump was exercised for a 24 hour duration period using the returned battery cap with no power loss or alarms observed. The pump cover was removed and no damage or moisture was observed to the internal components. The complaint of the pump not powering on was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's pump would not turn on. The reporter indicated that the new battery was placed in the pump and the battery cap was attached but the pump did not turn on. The reporter indicated that multiple batteries were tried but the pump would not come on. The reporter indicated that a 7th battery was inserted into the pump and the pump powered on. The reporter confirmed that there was no damage to the pump and there were no relevant alarms in the alarm history. This report is made based on the allegation of the power issue.